Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm at the end of the therapy. The patient was not connected at the time of the report. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. Per the patient, they had no discomfort. The technical service representative explained the alarm and went over patient's programming. The fill volume (fv) was 2500ml, the last fv was 1500ml and the initial drain was at 1500ml. There was no patient injury or medical intervention associated with this event. No additional information is available.